Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin may have leaked out of the pump and the lcd screen did not display information during priming. The customer's blood glucose reading was 135mg/dl at the time of incident. The product will not be returned.